Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the information received, the complaint is confirmed. The sample was not returned, as the delivery system was discarded after the procedure and the stent graft remains implanted. However, x-ray images were provided. In addition to the stent graft, the images show a constriction in the overlap area of the implanted stents, which was caused by a radio structure not belonging to the stent graft. Based on the description of the procedure, it can be assumed that this structure is the platinum marker of the delivery system. Apparently, the marker tore off during the release of the stent graft. According to the information received, the approach was sheathless. The use of the system without appropriate introducer sheath may have resulted in high friction forces which damaged the tip and caused the tear-off of the marker. This application represents an off-label use of the device. According to the instructions for use supplied with this device, the fluency tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures and the product has never been tested for the application described.

Event description:
It was reported that a fistulagram via the arm was performed and a stent graft was to be placed in the outflow vein (not identified) for stenosis. The doctor went in sheathless and using a 0.035 guide wire. The path was not tortuous and was not a long path to the intended site. The device was advanced to the intended site without any resistance, but after the device was deployed, it was noted that the distal end of the stent had a band around it and was not fully open. A pta balloon was used to try and open the end up, but this was unsuccessful. The doctor then implanted a bare metal stent to try and open up the stent graft. The site is patent, but they will watch it closely over the next few weeks. Patient is doing fine at this time.